Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a portable charger using a non-tandem usb cable. The customer's blood glucose was 184 mg/dl. A replacement usb cable and wall adapter were sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the tandem-provided charging supplies; however, no additional information could be obtained.